Event description:
During a laparoscopic procedure, the surgeon reported a loss of responsiveness with the device due to a loose wire. The unit was returned 30 days after the event was reported and during the evaluation of the unit, it was determined that the wire had broken. No injury or impact to patient care was reported.